Manufacturer narrative:
This is a supplemental report to MFR. Report #:9610816-2019-00095. The FDA registration number initially chosen was incorrect. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no sound emitting from the speaker. No adverse event was reported.